Event description:
It was reported that the target lesion was a total occlusion located in the popliteal artery with heavy calcification and heavy tortuosity. The armada balloon was inflated using a syringe up to the maximum pressure of 8 atmospheres (atm). Then during a second inflation, the balloon ruptured. The balloon had ruptured at the very end of the vessel dilatation and the lesion was already sufficiently dilated, therefore no other devices were used. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.